Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of insulin pump showed picture of insulin pump with x and arrow pointing to a books. Customer stated that they did swimming and the insulin pump went crazy when they opened battery compartment it was full of water. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.